Event description:
Allegedly, patient was revised due to lysis? Stem / unexplained pain / wear of acetabular component. Srnjr number: (B)(6). Side: r. Gender: m.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.